Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional three proglide devices referenced are filed under separate medwatch reports. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the proglide plunger was removed with all four devices. The sheath was upsized to 14f and the tavr procedure was completed. A cut down was performed and hemostasis was achieved using a vascular patch. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.